Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted due to high pacing thresholds, the lead was revise and it was found that the lead was dislodge. A surgical intervention was necessary to resolve the issue, therefore, it is considered a serious injury. No additional adverse patient effects were reported.